Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and archive data review. The root cause of the (ua) 07 was due to failed load cell, likely attributed to a failed component, or mishandling such as a drop. During visual inspection, observed the load plate cover was defective with a hole, affecting the watertight seal. The observed physical damage is unrelated to the reported complaint and is a result of user mishandling. The load plate cover needs to be replaced to address the observed physical damage. The archive data indicated several (ua) 07 errors on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to (ua) 07 displayed upon powering on, thus, confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization result indicated a failed load cell module 2. The load cell needs to be replaced to address the reported complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).

Event description:
During the shift check, after the call, the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Per the reporter, the platform was performing without any problems during the patient call. The customer reported that the platform was stored in a flat position with no objects placed on it and the device was not damaged or dropped by the crew. No patient involvement.